Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, it was noted that the valve on the sheath was leaking. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.